Event description:
On 3/9/06 during laparoscopic supracervical hysterectomy, physician was using the harmonic ace when one part of the jaw broke off inside the pt. Surgeon retrieved the piece immediately.